Manufacturer narrative:
(B)(4). H6: health effect - clinical code e2324 incontinence. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On the same day the sensor was inserted, the pediatric patient was disoriented. The patient's parents stated the patient bit his lip and urinated in the bed. The cgm during this time was 4.6 mmol/l and the bg was 1.6 mmol/l. The patient's parents provided the patient with powdered dextrose mixed with water. After 10 minutes, the patient stabilized. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.